Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was not able to duplicate the reported issue. A customer quality engineer evaluated the device electronic records and verified multiple instances of unexpected device shutdowns on 3/16/2024, the date of the reported event. Additionally, during the event, battery 1 was observed to have a manufacture date of 9/20/2021 and was at low power (5-10%). Frequent switching between battery 1 and 2 was also observed in between the shutdowns. Per the lifepak 15 operating instructions (oi), it is warned that a low battery warning and result possible device shutdown, and to replace the battery when the device displays a low battery warning. Additionally, the oi also recommends replacing the device batteries every two years to ensure adequate battery performance. However, a conclusive root cause was unable to be determined. The battery pins and batteries are replaced as a precautionary measure. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.